Event description:
Narrative: patient was prescribed freestyle libre 14 day cgm system patient reported incongruent readings between fingerstick and cgm. Author discussed with patient. Patient endorsed appropriate sensor application technique and appropriate sensor storage. Patient denies dehydration during times of incongruent readings. Patient denies use of high dose ascorbic acid or high dose salicylic acid. Patient denies taking the sensor through MRI/CT/x­-ray/hot tub/sauna. Patient is not on dialysis and does not have a pacemaker. Patient states he has attempted to replace sensors when this happens. His blood glucose test strips were in date. Patient did note that he was not putting the sensor and applicator together on a firm surface. Date time fingerstick bg reading freestyle libre cgm system reading (B)(6) 2022 1153 pm 97 54; (B)(6) 2022 1208 am 93 62. Patient states that the above readings were not taken right after eating, dosing insulin, or exercising. Patient was switched to dexcom g6 cgm. Readings as below. Date time: fingerstick cgm (B)(6) 2022 11 am 98 97, 6 pm 129 129, 10 pm 110 113; (B)(6) 2022 12 am 130 131, 11 am 105 106, 6 pm 119 117, 10 pm 139 110; (B)(6) 2022 12 am 139 148. Symptom : suspect drug# 1, dosing: use every 14 days for blood glucose monitoring.